Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the malfunction of the operational amplifier in conjunction with the design change of the operational amplifier of the dr board (printed circuit board). It was confirmed that the design change of the dr board was implemented on april 16, 2018. This confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, whenever trying to connect the 180 to the evis exera iii video system center no image would display. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer confirmed the 190 series scopes worked normally. The customer informed that two different maj-1430 cables were tried and several 180 series scopes, but no image displayed. The customer informed when connecting the same maj-1430 and scopes to another tower and worked normally. Tac informed customer that the paddle connection on the cv-190 was defective and the unit needed to be sent into the national service center for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.